Event description:
The core micro drill was sent for service because it overheated during maintenance performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion found within the internal components was identified as the probable cause of the reported overheating.